Manufacturer narrative:
(B)(4). This lot was manufactured between june 10, 2014 and june 12, 2014. Evaluation summary: visual inspection noted a solid white fragment approximately 2.24 mm in size, floating in the fluid of the reservoir. The particulate matter was identified to be a fragment of duck-bill valve, and was identified to be polyisoprene via fourier transform infrared spectroscopy scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed with particulate matter observed in its reservoir. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.